Event description:
The wife reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 400 mg/dl at the time of the call. The wife stated they were able to resolve the customer's blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.